Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a sling procedure eight years ago to treat prolapse and the mesh was implanted. Around 2.5 years ago, the patient experienced first problems and went to see her doctor. Two erosions of vaginal wall were found. In april, the patient asked for mesh to be removed and was referred to consultant at the hospital. The patient is expecting surgery shortly but does not know if they are planning to remove the mesh or do something else. Device remains implanted. No further information is available.